Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in austria underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient began duodopa therapy on (B)(6) 2022. A physician reported that the patient died on (B)(6) 2022. The exact cause of the death was unknown. Prior to the tubing placement, on (B)(6) 2022, the patient was hospitalized for epilepsy and was fed parentally. It was reported that the patient underwent a routine peg and j tubing replacement. The spouse reported that the patient died peacefully. No further information was available.